Event description:
The customer called lfs in 2002 alleging that the customer's one touch basic meter was giving a clean test area message. Per ccr, the following information was documented: customer had not been able to get the meter working properly since 2001. Five months ago, the customer was feeling rather weak one day the customer's vision was somewhat impaired. The customer told spouse to call 911 after the customer gave self 2 "bd" sugar tablets. The customer tried to test self on the otb but got a cta message. At that point, the customer took another sugar tablet and passed out. When the customer awoke, the paramedics were there. They attempted to test the customer on customer's meter, but got the cta message again. They cleaned the meter properly and got 141 after. The customer was then brought to the hospital via ambulance and was admitted for 24 hours. The customer has been having problems with the meter since then also although the customer claims to have called back five months ago to troubleshoot the meter. At that point, the meter appeared to have passed all the qc tests. With ccr, checkstrip failed low, retested and got a cta message. Cleaned meter and got 82mg/dl for the checkstrip (76-99). While doing a control test with ccr, ended up with a cta message again. Ccr replaced the meter.